Event description:
During the treatment of a denovo lesion, the cutting balloon was used in two vessels with no problem. An attempt was made to use the cutting balloon in a third vessel and when it was inflated to 5 atmospheres, the cutting balloon ruptured potentially causing a large dissection. A stent was used to repair the dissection. The pt experienced no other complications.